Event description:
Versa med serial #(B)(4) was alarming. Upon entering room a strong smoke smell was observed. Pt. Was noticed not being ventilated while on versa med. The pt. Was disconnected and manually ventilated until another ventilator was brought in. Diagnosis or reason for use: acute/chronic respiratory failure. Event abated after use stopped or dose reduced: yes.